Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on (B)(6) 2011 and performed to specification alongside random manual power ons, up to (B)(6) 2014. Multiple manual power ups of ten minutes duration were recorded in the device memory on (B)(6) 2014. The device failed a self-test due to a low battery on (B)(6) 2015. The device was then successfully manually powered up suggesting a further pad-pak had been installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The green status indicator was found to be constantly lit, confirming the reported fault. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Status indicator light on device stays solid green, does not flash.